Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient stated the past month they had gone into stores and their ins turned off. The patient stated it had happened 2 times in (B)(6) 2018. The patient reported the first time their therapy was off for 3 days and that ¿messed them up really bad.¿ it was stated that the doctor had to increase their parameters because they were far worse than before the implant. The patient stated they went to see their doctor on (B)(6) 2019 and the doctor told them their ins was off again. It was reviewed the importance of checking the ins battery level. The patient stated their battery could have been low during the times the ins turned off, but they were not sure. The patient reported that had been in pain from the wet weather since last week. They were also reporting that the patient was reporting a low battery symbol on their programmer the day of the call. When syncing with the programmer and ins it had shown that stimulation was on. Patient stated they would check their ins daily. There were no further complications reported.